Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Surgeon reports patient a status post left bipolar hip from approximately 2008 is now in need of a conversion to a total hip. Surgeon proceeded to revise the hip through the posterior approach preparing the acetabulum using zimmer components. Once the zimmer cup and liner were implanted he trial a new head. Satisfied with the stability a new head was implanted using a universal sleeve and a delta head.